Event description:
It was reported that during a nephrectomy procedure, after approximately 2 hours of use, the ptc pad detached from its original place. It detached, but did not fall into the patient. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.